Event description:
A pocket revision was performed and it was found that the leads were not completely in the header of this device. Disconnected leads from ipg, tested, reconnected to device with all measurements w/in normal parameters. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.